Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No further information provided. (B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Review of the m@h transmission showed rv loss of capture with an escape r-wave following after the vp. The pacing lead impedance has been increased for the past year. Physician may wish to consider lead revision. No further information provided.

Event description:
New information notes that the high rv threshold and high rv impedance was still observed on dependent patient. On (B)(6) 2019, physician opted to explant and replace the rv lead. The patient was stable.